Event description:
Healthcare professional reports left side deflation and "creases". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, wear abrasion and one opening. A leak test was performed which identified opening. A microscopic analysis was performed which identified one opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as fold flaw.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side deflation and "creases". The device has been explanted.